Manufacturer narrative:
(B)(4)

Event description:
It was reported to dexcom territory business manager on (B)(6) 2015 that continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.